Manufacturer narrative:
This ra lead was removed from service and is not expected for return to boston scientific.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead did exhibit greater than 2,000 ohms pace impedance measurement in association with the non-bsc medical device. Troubleshooting identified that this ra lead was fractured. There was no report of adverse patient symptom beyond the early surgical intervention that occurred.